Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient reports temperature increase/hot sensation at the ins pocket site with normal use. This occurs intermittently (not with charging). Patient also reporting ins battery discharging faster than normal. Patient has not made changes to device programs or settings. Today, their battery was at 100% when patient woke up, then was at 60% when the rep met with the patient at noon. The cause was not reported, and the issue is not yet resolved. The rep will report any new information that becomes available.